Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a report through device tracking indicating that the patient expired. The cause of expiration was noted as "pump thrombus." Upon further clarification, it was determined that the patient was noted to have power elevations with a lactate dehydrogenase (ldh) level of 950. The patient was reportedly taken to the operating room (o.r.) For a pump exchange and a device from another manufacturer was implanted. Upon device explant, thrombus was observed on the inflow bearing. The patient was reportedly very sick and expired the same day from multi-organ system failure likely due to pump thrombus.

Manufacturer narrative:
According to the information provided to the manufacturer, the explanted lvad, was disposed of by the hospital. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.